Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery for unknown reasons. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, this device was determined to be not reportable. Correspondence indicates that the referenced event was not a revision surgery. The reported event is not considered an adverse event as it was an initial implantation procedure and no zimmer biomet devices caused or contributed to the patient complications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Correspondence indicates that the referenced event was not a revision surgery. The reported event is not considered an adverse event as it was an initial implantation procedure and no zimmer biomet devices caused or contributed to the patient complications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.